Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during our testing. The insulin pump passed the displacement accuracy test. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, for the last couple of weeks and the last night the customer's blood glucose has been lowering to 34 mg/dl and customer hasn't increased his basal rates. Troubleshooting was performed on the insulin pump. Customer stated blood glucose would be low 50 mg/dl range, currently it was 97 mg/dl, had treated with food. Customer ended up going to the emergency room due to the low by on 12/13/2016. By the time the ambulance arrived it was 65 mg/dl and at the hospital it was 71 mg/dl. Customer stated he was having issues focusing, disoriented, and belligerent. Customer believes the insulin pump is over delivering insulin. Customer was advised the insulin pump would need to be replaced.